Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. Insulin delivery was suspended due to sensor glucose vs blood glucose difference. Sensor glucose value that triggered the suspend on low suspend before low event: before low. Low limit in sensor settings: 3.2 mmol/l. Blood glucose value associated with the triggered suspend event: 4.9 mmol/l. Sensor glucose and blood glucose difference is not within target range of glucose difference. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.